Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient arrived for a disconnect appointment and the pump was off. They did not realize that it had turned off at some point, and that it never alarmed. They cannot get the pump to power back on to see how much medication the patient received and noted that there was clearly still some volume remaining. There was no reported patient harm.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.